Event description:
It was reported that during preparation for a venous sampling procedure, a white object was seen on the hub of the renegade hi flo catheter. The target lesion was located in the internal jugular vein. A 150 x 20 renegade hi flo catheter was selected to diagnose the target lesion. During preparation of the procedure, it was noted that a white object which seemed to be a residue of something was on the hub part of the device. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hub was visually examined and no anomalies were observed. A dimensional inspection of he device revealed that all dimensions measured were within specifications. A 0.0184¿ mandrel was inserted through the proximal end. It moved through the catheter and out the distal end without resistance. A microscopic examination revealed no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during preparation for a venous sampling procedure, a white object was seen on the hub of the renegade hi flo catheter. The target lesion was located in the internal jugular vein. A 150 x 20 renegade hi flo catheter was selected to diagnose the target lesion. During preparation of the procedure, it was noted that a white object which seemed to be a residue of something was on the hub part of the device. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.